Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving unexpected stimulation. Patient stated that something weird was happening. Patient said that the vibrations were fine, but then all of a sudden the stimulation went up to "like crazy high" and it kind of shocked them. Patient confirmed that they had not had any recent falls or trauma to the implant site. Agent advised the patient to turn their stimulation off in the meantime. Agent reviewed with the patient that they could try changing groups/programs to see if that would help. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the patient providing the national answering service phone number.